Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient underwent treatment of an infrarenal abdominal aortic aneurysm with gore excluder aaa endoprostheses and placement of aptus staples. After first-stage deployment of a gore excluder aaa endoprosthesis featuring c3 delivery system, four aptus staples were deployed at the proximal portion of the trunk. It was reported that after proximal deployment of the aptus staples, there was resistance performing the second stage of deployment on the trunk, and the proximal portion of the trunk began to constrain as multiple attempts were made to deploy the device. A cut down on the right external iliac artery and arteriotomy was then performed in order to gain access to the trunk's delivery system inside the delivery catheter. The constraining mechanism was cut, and an additional device was implanted in the external iliac artery to cover the distal aspect of the constraining wire. The remaining wire and constraining loop was left in the patient. Deployment was then completed on the trunk, and the delivery catheter was removed from the patient. Imaging showed a proximal type I endoleak, reportedly due to the trunk moving distally 5-10 mm during attempted removal of the constraining mechanism. An aortic extender component was implanted for proximal extension. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.